Event description:
Report received of a delay in therapy during priming. It was reported that a nurse had a difficult time priming a 100cc bottle of diprivan while a pt was in respiratory arrest. The customer stated that the rn tried three different tubing sets before she was able to start the infusion. It was reported, the staff had a difficult time trying to control the pt, however, there were no adverse sequelae. Though requested, no additional info was available.